Event description:
Nellcor puritan bennett rec'd a call from a rep of a facility on 07/27/1999. Facility called to report the following problem: spoke with biomed tech of facility on 07/26/1999. Infant death. Infant was found cyanotic and seizing by father. Infant was transported to the hosp and died 4 days later. Incident date 7/14/99. Father alleges no audible alarm (monahan alarm). The infant was hooked up to CPAP and monahan (respironics) remote alarm during the day. The vent was in a bypass mode at the time of the incident. No volume was being delivered to the pt by the vent. FDA was notified and has been to facility checking out the units and taking pictures. The CPAP was said to be "rigged up" by a hosp.